Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the patient's activating clotting time was noted to be above 300 seconds due to taking angiomax, this may have increased the patient's risk for bleeding. (B)(4).

Event description:
It was reported that the mynxgrip device failed to achieve hemostasis following the deployment. The device was being used for arterial closure with a 6f procedural sheath following an interventional procedure. Slow oozing from the access site was observed following the deployment. Manual pressure was held for about 8 to 10 minutes to resolve the issue. The patient's hospitalization was not prolonged as a result of the event. Additional information was requested but was not available.